Manufacturer narrative:
(B)(4) manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Wrong product was inside, purchase date is (B)(6). When the customer tried to use this product in surgery, he found that a wrong product was inside, one pack of contents in this box was c0024515. The customer noticed it before use, so no patient hazard was reported. There is no possibility the mix up had occurred at the hospital. Mix-up: 1 pc of other reference inside box.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 unopened pouch of the code-batch 0024515/115052. Analysis and results: there are no previous complaints of this code batch. Received the wrong pouch inside the box (one unopened pouch of the code-batch c0024515-115052). There are different points in the manufacturing process where this mix-up could have taken place. Nevertheless, the most probable point is the packaging step where the products are placed in the box. This step is done manually by operators. Both products were packed in the same line and same day one after the other. Line clearance was not correctly done. Taking into account that no other customer complaints have been received concerning this issue for this code batch, it is considered to be an isolated and accidental unit and claim is justified, but the whole batch is correct. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: the customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: there is an improvement project that consists on the automatization of the packaging step. The automatic system will take advantage of data-matrix to assure no mix-up occurs